Manufacturer narrative:
This is 1st of 2nd MDR.

Event description:
It was reported that during the procedure, the subject stent was partially unsheathed using the microcatheter to release the petals and then unusual resistance was felt when physician tried resheathing the subject stent to flip the petals. The subject stent deployment was continued however, when the physician wanted to resheath and reposition the subject stent, it could not be resheathed or unsheathed. Several attempts were made with no success. The subject stent and microcatheter were removed as a unit from the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject stent was partially unsheathed using the microcatheter to release the petals and then unusual resistance was felt when physician tried resheathing the subject stent to flip the petals. The subject stent deployment was continued however, when the physician wanted to resheath and reposition the subject stent, it could not be resheathed or unsheathed. Several attempts were made with no success. The subject stent and microcatheter were removed as a unit from the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2nd MDR. D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿the subject stent was partially unsheathed using the microcatheter to release the petals, there was unusual resistance felt when resheathing the subject stent to flip the petals. Stent deployment continued however, when wanting to resheathe and reposition the stent could not be resheathed or unsheathed. Several attempts were made with no success. The stent and microcatheter were removed as a unit from the patient¿ and "the microcatheter in both cases has concertinaed at the distal end. Both microcatheter were the same lot number.¿ additional information provided by the customer indicated the device was prepared as per the dfu. There was no damage noted to the packaging during initial inspection and preparation of the device. The patient¿s anatomy was mild tortuous. It is most probable the distal end of the microcatheter shaft became damaged/ concertinaed during use which prevented the stent being resheathed back into the microcatheter. However, as the device was not returned this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent failed/unable to deploy¿.